Event description:
Doctor was using a pituitary ronguer during a procedure. The tech noticed that a screw was missing from this instrument. The doctor was notified. Xray of patient's back was done; reported as negative for screw by the doctor. Screw was then found on the floor by surgical tech. Surgeon aware. The instrument and screw were removed from the sterile field and given to materials coordinator. No harm to the patient.